Manufacturer narrative:
This is one of two related reports. This report represents the first impella 5.5. That was attempted to be used. Another report was submitted to represent the second impella 5.5 that was attempted to be used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery graft site to support the 62 year old male patient who had been admitted in acute decompensated chronic cardiomyopathy, presenting in scai stage d shock. Underlying medical history was not shared. The team was attempting to deliver the 5.5 when the pump advancement to the left ventricle failed, as it became stuck at the calcified and tortuous brachiocephalic trunk. The team remove the 5.5 and replaced it with a second 5.5 which also failed to deliver. The team was able to successfully place a cp instead. There was no noted harm from the pump removal and revisions. The patient has survived and is still on the cp support to date.